Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital after receiving multiple shocks. Upon device interrogation, low, out of range high voltage lead impedance alerts were observed with multiple aborted shocks. In addition, the lead exhibited noise episodes and high, out of range high voltage lead impedance. The patient was in ventricular tachycardia, and the device was able to reconfigure and delivered the appropriate therapy. The patient experienced phrenic nerve stimulation during a rv and svc coil test. The lead was capped and replaced on (B)(6) 2016. During procedure, the lead was observed to be fractured. The patient was stable post procedure.